Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)..

Event description:
A health professional reported that a system presented with dim illumination and a system message displayed before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the first reported system message (sm) was not replicated. The second reported system message regarding the life span of the lamp was confirmed. The tabletop illuminator lamp was replaced to resolve the lamp exceeding its rated life span. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 17, 2010. The root cause of the reported event of the first sm cannot be determined conclusively. The root cause of the second sm can be attributed to the lamp exceeding its rated life, which is an expected occurrence. The system functioned as intended. The root cause of the observed rust, separate of the reported event, could not be determined conclusively (B)(4).